Event description:
According to home monitoring, this device had 16% - 17% left on the battery; however, upon interrogating this device in the office, the physician found that this device was at eri indication. The device was explanted and replaced.